Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. Diagnostic testing revealed high impedance measurements. Reprogramming did not provide resolution. In turn, the patient underwent surgical intervention. Intra-op extension diagnostic testing revealed high impedance measurements. As a result, the physician explanted and replaced the patient's extension which resolved the issue. Therapy was restored post-operative. The implant date for the following device is unknown: model: unknown, scs lead.